Event description:
The hcp reported that the pt was admitted with suspected itb withdrawal. The pt had had a refill in 2005 with drug and concentratin change. A bridge bolus was programmed. The previous drug concentration was 2000 mcg/ml with 180 mcg/day dosage. The new concentration was 720 mcg/ml of baclofen with 4mg/ml of morphine sulfate; new daily dose of 180 mcg/day. The pt was experiencing low grade fever, itching and increased spasticity and was referred to the hosp for eval and treatment.